Event description:
A 3.0mm diameter x 12mm length ave micro stent ii was successfully placed at the target lesion site in a coronary artery. One week post-procedure, the pt experienced chest pain and returned to the cath lab with restenosis of the previously deployed stent. The physician recrossed the stent and redilated the stenosis with a ptca balloon. Upon removal of the ptca balloon from the stent, the stent remained on the ptca balloon and was removed from the pt. Subsequently, a 3.5mm diameter x 12mm length ave micro stent ii was deployed at the same target lesion, successfully. Although ave is unable to obtain further info regarding this case, the physician states that he does not feel that the ave stent was at fault but that the first stent was undersized for the diameter of the target lesion. There was no additional clinical sequelae reported relative to the event.